Event description:
Patient states he was in a swimming pool today, and the low battery alarm sounded. Thus, he got out of the pool to change the battery, and discovered water in the battery compartment and behind the display screen. Patient inserted a new battery, and the verify screen came up. However, the ok button was no longer responding. It was noted that the battery compartment was cracked, and moisture was determined to be present in the battery compartment upon getting out of the swimming pool. Patient is currently using their back up plan. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the up arrow keypad button was intermittently unresponsive and the contrast button was unresponsive. All of the other buttons responded appropriately. Evaluation revealed that there was evidence of keypad contamination found under the up arrow and contrast key contacts. There was moisture in the pump found during investigation.